Manufacturer narrative:
Block b3: exact date unknown, event occurred six months ago to the date the manufacturer became aware. Additional suspect medical device component involved in the event: product family: scs-linear leads-MRI, upn: m365sc2408560, model: sc-2408-56, serial: (B)(6), batch: 7079158, UDI: (B)(4).

Event description:
It was reported that the patients x-ray indicates that one spinal cord stimulation (scs) lead has been pulled down and lacks adequate back coverage. The patient underwent a repositioning procedure, and a new lead was implanted. The patient had coverage of her pain areas after the procedure and is expected to make a full recovery. No product was explanted.